Event description:
Rptr indicated that pt's seizure pattern has changed since vns implant. Prior to the vns, the pt was typically having one seizure per day. Since the vns implant, the pt will go for days without a seizure, but then will have a cluster (as many as 8 or 9 day). The seizures were reported to also be much more intense than before the vns implant. Accordingly to physicians, the pt is not a candidate for surgery and there are no more medications to try. The pt is currently on trileptol. Further investigation revealed that device was programmed to on approximately two weeks after implant at 0.25ma. The pt did not experience any seizures following the device activation. Twelve days prior to event, the output current was adjusted to 0.5ma. On the day of the event the pt experienced 6 seizures. Two days later the output current was again increased to 0.75ma and again on about two weeks later to 1.0ma. The pt's mother reported that the pt was doing okay during this period. Then four days after this, the pt experienced 9 seizures. Again nine days later, the pt experienced 8 seizures. Finally about a week after this, the output current was increased to 1.25ma. At this office visit, the physician also suggested the child be placed on an add'l anti-epileptic drug (zonegram) and wait two months before adjusting the parameters any further.